Event description:
It was reported that malfunction alarm code 12 occurred on pump after pump had possibly been left in car in sun under a t-shirt. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.